Event description:
It was reported that during patient treatment, smoke was coming from the ventilator and the patient was taken off from the ventilator immediately. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The investigation determined that this complaint is a duplicate of report with mfg report number 8010042-2019-00901. Therefore, for evaluation results and manufacture¿s narrative please refer to this report.